Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 369 mg/dl and dangerous levels of ketones. Customer's healthcare provider alleged bg was caused by the pump not delivering insulin. Fluids were delivered and correction boluses were delivered via the pump in the emergency room (ER). Customer was released from the ER with bg of 251 mg/dl and ketones. Customer continued to treat ketones and bg with manual injections. Reportedly, the customer continued to use the pump for insulin therapy.